Manufacturer narrative:
(B)(4).

Event description:
It was reported that far r-wave oversensing was observed. Patient was asymptomatic. Programming changes were made. The patient will be followed normally.